Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel mesh (device #2). An additional emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2007 and (B)(6) 2010 respectively. As reported, the patient is making a claim for an adverse patient outcome against both the devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2007 and (B)(6) 2010 respectively. As reported, the patient is making a claim for an adverse patient outcome against both the devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with supraumbilical ventral incisional hernia thereby underwent open repair with implant of composix kugel (device 1). Per op notes, ¿lipoma was excised. Previous incision was opened. The hernia sac was identified and dissected free. The sac was opened and adhesions were lysed. A composix kugel (device 1) was placed and sutured circumferentially.¿ on (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of composix kugel (device 1) and implant of composix kugel (device 2). Per op notes, ¿previous incision was reopened. The old scar tissue was removed. The hernia sac was noted and reduced. The old mesh (device 1) was excised. Adhesions were lysed. A composix kugel (device 2) was placed and sutured.¿ on (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia and pain thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 3). Per op notes, ¿extensive adhesions were noted and lysed. The omentum and bowel were adherent to the edge of prior mesh (device 2). All the adhesions were freed up. A ventralight st using echo ps (device 3) was placed and tacked using sorbafix tacker.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb -2009) is considered to be the best estimate. Updated data: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.